Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6) of peritonitis in a patient coincident with dianeal pd2 2.5% ultrabag therapy. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day for the event. The cause of peritonitis was unknown. On (B)(6) 2012, the patient's treatment started with vancomycin (1gram, once every 5th day, intraperitoneal injection (ip), reflin (1gram in one bag, ip, and frequency not reported), and heparin (ip) for peritonitis. The patient was recovering. The event of peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The assignable cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.